Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the left ventricular lead exhibited an increase in pacing impedance and loss of capture. Programming changes were implemented. The patient was in stable condition throughout.